Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 17411281 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 17234386 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing pain at ipg site. No device malfunction was suspected. The patient underwent a procedure wherein the ipg and spinal cord stimulator (scs) leads were explanted. The patient was doing well postoperatively and the explanted devices were discarded by the medical facility and will not be returned.